Event description:
The customer reported that the insulin pump alarmed no delivery a couple of times and then motor error. Everything seemed to shut down. The insulin pump alarmed motor error during a bolus delivery. He performed no delivery troubleshooting on his own. Customer's blood glucose level was not reported. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted; the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked battery tube thread, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and scratched reservoir tube window.